Event description:
In 2007, a surgeon was performing an anterior lumbar fusion at l5-s1 with the infix products. During the surgery there was difficulty placing the endplate of the construct on the inserter. Once the endplate was on the inserter, the endplate was difficult to remove. This resulted in a surgical delay and multiple attempts by the surgeon in order to complete the construct successfully.

Manufacturer narrative:
The investigation was performed by reviewing the product documentation, inspecting the returned implants, and performing a functional test of the returned instrumentation. There were no discrepancies found upon review of the device history records of the product. The investigation determined the instrument was damaged during use which contributed to the difficulty of removing the endplate from the large guide (inserter) per the intended use. Surgeons receive supplemental training on the use of the infix products prior to shipment for implantation. The surgeon associated with this event was reportedly trained on 2/5/2007. Further investigation is pending.